Event description:
Additional information was received from a patient. It was reported no steps had been taken to resolve the return of symptoms and the issue had not been resolved. The patient noted it was getting serious.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient fell three weeks ago on the left hip where the implantable neurostimulator (ins) was located , it hurt and it sent a shock down their knee. Last night the patient was drenched and they had to wear pads. They were afraid to use the patient programmer (pp) to check the therapy and stated they needed to see an healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.